Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level and had motor error alarms. Customer's blood glucose value was 600 mg/dl at the time of incident and in the morning 90 mg/dl and went up in the afternoon to 470 mg/dl. The customer was treated with insulin pump and manual injections. It was reported that they were able to rewind. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.